Event description:
Boston scientific corporation became aware of multiple events through the article "assessing symmetry and accuracy of spaceoar insertion prior to radical radiotherapy to the prostate: a single UK centre experience" written by l, jones et al. According to the literature, between march 2020 and january 2021, twenty-five patients from united kingdom underwent spaceoar hydrogel insertion. All the procedures were performed under local anesthesia. A magnetic resonance imaging (MRI) were performed post the hydrogel injection to aid delineation and countering accuracy of radiotherapy. As resulted the study reported low levels of rectal wall infiltration. This reported captures the event of the minimal cases that present rectal wall infiltration. The article does not report the health status of the patients. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: the median age of the patients was reported. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as the best estimate based on the literature narrative. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g3 literature source: journal article: "jones, l et al. Assessing symmetry and accuracy of spaceoar insertion prior to radical radiotherapy to the prostate: a single UK centre experience. Clinical oncology (2023) https://doi.org/10.1016/j.clon.2022.11.033. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular.